Event description:
It was reported that the atrial lead exhibited intermittent sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that an incomplete lead was returned in two pieces. An insulation abrasion was noted at 5.8 cm to 6.3 cm and at 35.1 cm to 35.3 cm from the electrode tip which exposed the outer coil. The damage likely contributed to the reported sensing anomaly. The abrasions were consistent with constant friction with another implantable device.